Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a 'controller fault alarm' which resulted in a controller exchange. No harm or injury to the patient was reported as a result of this incident. The ac adapter was never returned to the manufacturer, therefore no evaluation could be performed. The exchanged controller ((B)(4)) was returned to the manufacturer for evaluation. The controller passed visual and functional tests. However, log file evaluation confirmed the reported 'controller fault alarm' event. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the (B)(6) that the patient's controller had a controller fault alarm. The alarm occurred while the patient was in the intensive care unit (ICU) and connected to a controller ac adapter and battery. Preliminary analysis of controller log files confirmed the presence of the controller fault alarm. The site performed a controller exchange. Both the controller and ac adapter were removed from service and the patient was given replacement devices. The alarms did not reoccur after the exchange. The controller was returned to the manufacturer for analysis. The ac adapter was not returned to the manufacturer. There was no reported patient injury as a result of this event.